Event description:
An implanted right distal humorous plate broke two months post operatively. The broken plate and screws were explanted and replaced with new hardware.

Manufacturer narrative:
Additional MDR associated with this event: 325141-2013-00212 screw.